Event description:
The manufacturer received information alleging a ventilator's display was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's display screen was replaced to address the issue.

Manufacturer narrative:
It was initially reported, the device's display screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was also found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.